Manufacturer narrative:
The tech found the hi/low valve is stuck. The tech replaced the hi/low up and down valves to resolve the issue.

Event description:
Tech alleged that the head hi/low drifts down slowly. No pt impact.